Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected. The customer blood glucose level was unknown at the time of the incident. Customer stated that they are unable to clear the alarm. Customer also stated that buttons are responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.